Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not able to generate any pressure during filling. The user requested for the 2000 hours service. The nurse had the device with a note on it stating that the device had an impaired flow rate. The device was not currently on the patient and would be sent to the biomed for troubleshooting. Per follow up information received on 01nov2021, nurse stated that another arctic sun device was used to complete the therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not able to generate any pressure during filling. The user requested for the 2000 hours service. The nurse had the device with a note on it stating that the device had an impaired flow rate. The device was not currently on the patient and would be sent to the biomed for troubleshooting. Per follow up information received on 01nov2021, nurse stated that another arctic sun device was used to complete the therapy.